Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was intermittent inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 110 mg/dl, and the meter bg reading was about 70 mg/dl. Subsequently, the customer experienced intermittent low bg¿s in the 40 mg/dl range as a result. Customer required assistance consuming carbohydrates to address low bg. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. No additional patient or event information was available.